Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl and treated with carbohydrates and had juice or honey or maple syrup. The customer stated that sensor need to be changed because it did not accept the calibration and they also received multiple sensor alarms. The insulin pump will not be returned for analysis.